Event description:
In early 2008, the distributor reported that the screw disassembled.

Manufacturer narrative:
The device was not implanted. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.